Manufacturer narrative:
Investigation ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 26 mm sapien 3 valve by tf approach in aortic position, the valve alignment was done with no difficulty but after retrieving the pusher, the valve was not between the markers. The valve was implanted too aortic (95/5 aortic/ventricular) and there was a leakage grade 3. It was decided to post dilate with a 28 mm non-edwards balloon, but grade 2 leakage persisted. A second valve was implanted more ventricular but the grade 2 leakage was confirmed by tee (transesophageal echocardiography). Patient was safe.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-00160.

Event description:
As reported by our affiliates in france, during the implant of a 26 mm sapien 3 valve by tf approach in aortic position, the valve alignment was done with no difficulty but after retrieving the pusher, the valve was not between the markers. The valve was implanted too aortic (95/5 aortic/ventricular) and there was a leakage grade 3. It was decided to post dilate with a 28 mm non-edwards balloon, but grade 2 leakage persisted. A second valve was implanted more ventricular but the grade 2 leakage was confirmed by tee (transesophageal echocardiography). Patient was safe. The delivery system will be returned for evaluation. There is no procedural cine of valve movement or valve alignment. The minimum luminal diameter (mld) was 7mm with low calcification and no tortuosity. No bav was performed. During de-airing, the balloon was 20% inflated. The 14 french esheath was used with no sheath insertion difficulty. The valve was crimped two times and held for five seconds during each crimp. There was no difficulty inserting/advancing the delivery system through the sheath. The valve moved proximally when on the delivery system, about 2mm. Valve alignment and/or flex tip retraction was not attempted multiple times to correct issue. There was not a lot of tension experienced. The system was not torqued or heavily manipulated.

Manufacturer narrative:
The commander delivery system was discarded by the hospital and was not available for evaluation. No images of the delivery system were provided. Without the devices, visual evaluation, functional testing and dimensional testing could not be performed. Review of work orders of the components most relevant to the reported event was performed. The work orders did not reveal any issues that could have contributed to the reported event. Complaint history review from january 2017 through december 2017 for the commander delivery system (all models and sizes) revealed 16 other complaints for ¿valve movement on balloon¿. The complaint review revealed the occurrence rate exceeded the december 2017 control limit for the complaint trend category. A CAPA project was previously initiated to investigate this issue and perform corrective/preventative action as appropriate. Based on available information from previous complaint investigations, patient factors (tortuosity) and procedural factors (build-up of tension within the system during the procedure, valve alignment in a non-straight section, torqueing of the system) were identified as potential root causes for this issue. Without the complaint device, it is speculated that the root cause in this reported event is related. It was noted that no dimensional non-conformances that would have contributed to the previously reported events have been found. A review of the device prepping manual and training manuals did not identify any IFU/training deficiencies. During the manufacturing process, the entire delivery system undergoes multiple testing and 100% visual inspections. The delivery system components, crimp balloon, flex tip assembly, spring coil installation, balloon pleating and folding, undergo multiple 100% inspections. During final inspection, multiple 100% inspections and functional testing are performed. Additionally, product verification testing is also performed on each lot based on a sampling plan. No failures occurred during product verification testing on this lot. A review of risk documentation revealed that the reported event is anticipated in the risk management file. Unable to perform valve alignment ¿ vessel tortuosity of descending aorta (or vena cava) ¿ exchanging device results in procedural delay. Severity 2. Valve not properly aligned between valve alignment markers during deployment ¿ valve embolizes into aorta or ventricle or pulmonary artery or left atrium, results in additional intervention (surgical). Severity 4. Valve not properly aligned between valve alignment markers during deployment, valve embolizes into aorta or ventricle or pulmonary artery or left atrium, results in valve implantation at a non-target location. Severity 3. Valve becomes axially misaligned with the flex tip during valve alignment ¿ difficult to advance valve during alignment ¿ exchanging device results in procedural delay. Severity 2. It should be noted that in this case, no device exchange was performed and the valve did not embolize after deployment. In this case, the complaint for ¿delivery system ¿ valve movement on balloon¿ was not able to be confirmed as the device was not available for evaluation. Without the device, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. Although a definite root cause could not be determined, patient factors (descending aorta tortuosity), in addition to tension build-up within the delivery system during the procedure (due to valve alignment in a non-straight section, torqueing of the system, residual volume left in the balloon), may have contributed to the valve movement on the balloon. Performing valve alignment in a non-straight section of the aorta can cause the valve to unseat from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip. If the valve is unseated during alignment, this can result in higher than usual valve alignment forces and create tension in the system in order to achieve final alignment position. The subsequent release of tension from the flex tip retraction could then have contributed to the reported valve movement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.